Event description:
It was reported that the tip of the screw broke during surgery. It is unknown if there was delay in the procedure a back-up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 9mm x 25mm biorci ha screw, intended for use in treatment, was not returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.